Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient is deceased. The reporter queried why they weren't informed that the implantable pulse generator (ipg) "was not working". Follow up was initiated to determine the cause of death however no further information is available at this time.